Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range shock impedances. During the procedure, the lead was tested through a pacing system analyzer (psa) and the observations were replicated. Lead to device header connections were checked and were reportedly fine. The patient's implantable cardioverter defibrillator (ICD) remains in service with the patient's new lead. No additional adverse patient effects were reported.